Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j sales representative. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the returned inserter for ti elastic nails. A dimensional inspection for the inserter for ti elastic nails was unable to be performed as visual inspection did not identified any product defect. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the inserter for ti elastic nails was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, an unknown surgical procedure was performed for unknown reason. The doctor was inserting an elastic nail when he noticed that the handle in the titanium elastic nail(ten) inserter was broken. This did not slow down the procedure as there was another titanium elastic nail(ten) inserter in the tray. Traded ten inserter for the other one in the set. The procedure was completed successfully without surgical delay. There was no patient consequence reported. This complaint involves one(1) device inserter for ti elastic nails. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j sales representative. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the returned inserter for ti elastic nails. A dimensional inspection for the inserter for ti elastic nails was unable to be performed as visual inspection did not identified any product defect. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the inserter for ti elastic nails was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, an unknown surgical procedure was performed for unknown reason. The doctor was inserting an elastic nail when he noticed that the handle in the titanium elastic nail(ten) inserter was broken. This did not slow down the procedure as there was another titanium elastic nail(ten) inserter in the tray. Traded ten inserter for the other one in the set. The procedure was completed successfully without surgical delay. There was no patient consequence reported. This complaint involves one(1) device inserter for ti elastic nails. This is report 1 of 1 for complaint (B)(4).